Event description:
User received discrepant phosphorus results for one pt sample. Initial result <0.10 mmol/l, repeated three times giving <0.10 mmol/l each time. Same sample was sent to another site for testing, initially resulting at 0.54 mmol/l and repeated 0.53 mmol/l. On 10/10/08, the sample was then run on another analyzer at the same site and gave result of 0.14 mmol/l. Initial result was reported. No information was provided to determine if pt was adversely affected. If additional information is received, appropriate notification will be provided.